Event description:
It was reported during a sigmoidectomy procedure that the clip unformed and ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 6/27/2008. Information anticipated, but unavailable at this time.